Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) up to 28mmol/l with nausea, vomiting, difficulty speaking, blurred vision, confusion, extreme thirst, symptoms of dehydration, strong fruity breath odor, large ketones, and unresponsiveness associated with an intermittent power issue. The reporter stated that on the day of the incident, the patient began vomiting and had fallen asleep. The reporter stated that when the patient woke up, it was noted the pump had no power. The reporter stated that there had been no alarms prior to the power loss. The reporter stated that a new battery was inserted and the pump powered back on. The patient's bg was reportedly 24.1mmol/l at that time and the patient took a bolus via the pump to correct the bg. The patient's basal was temporarily increased by 30% at that time as well and the patient went back to sleep. A family member reportedly woke the patient about 30 minutes later and the patient stated she was still feeling unwell and then became unresponsive. The patient was reportedly transported to the hospital via ambulance. The reporter was unsure of any treatment given by the ambulance crew. The patient was reportedly admitted to the intensive care unit at the hospital and was treated with intravenous (IV) fluids, IV glucose, and IV insulin. At the time of contact with the reporter, the patient remained in the hospital; the reporter noted that the patient's ketones had resolved and bg had come down to 18mmol/l. The reporter refused troubleshooting and stated that the patient would not go back on the pump. The reporter disconnected the call and additional follow-up attempts have been unsuccessful. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an intermittent power issue.